Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid right coronary artery with heavy calcification. Two stents were planned to be placed. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced. It was noted that there was heavy resistance in the vessel, and the stent became dislodged on the shaft. The sds was removed and the stent became dislodged in the vessel. A balloon was used to deploy the stent in the proximal area of the lesion. Another xience v sds was used to treat the mid area of the lesion, and the procedure was completed successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.